Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that 2 eddy irrigation tips broke. Further information requested.

Manufacturer narrative:
No product was made available for investigation following two documented attempts for such. DHR without fault. No further investigation. Root cause cannot be determined. No issues were detected during production of claimed lot. Production vdw batch # 464110 meets specifications. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.

Manufacturer narrative:
The investigation was reopened, as against previous information a product (one eddy tip) has been made available for investigation without further notice: customer communication regarding product return and reply. On (B)(6) 2025 (B)(6): internal investigation of returned product completed. Visual inspection: we received one eddy tip in two pieces. The eddy tip is broken in the middle of the active part. Measurement: broken part measuring approx. 19mm, remaining active part measuring approx.11 mm. Total of active part is complete, measuring 28 mm (measured with measuring gauge mitutoyo pm # 1749 valid till 5/2026). No part of the eddy tip is missing. Injection tool cavity is #1; see attached photo. The active part is melted at the tip (broken tip due to thermal effect). No unused product was received for investigation. DHR review was previously performed (no DHR issue was detected. The final root cause cannot be determined. Correlation between adverse event and the involved medical devices: the important information of adverse event is incomplete or unavailable, and the cause of adverse events of medical devices cannot be determined. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.